Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) is currently underway. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The cause for the failure is still being investigated. Root cause evaluation is still currently underway. A supplemental MDR will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective charger.

Event description:
A review of service data detected a reportable malfunction. During servicing, charger sn (B)(4) failed incoming functionality testing.